Manufacturer narrative:
The device was not returned for evaluation. Review of the prior service work history showed that the device met all standard acceptance testing criteria performed by a qualified service technician. Details regarding the electrical connections and power source in the patient¿s rv and in use at the time of the event could not be confirmed. No additional information regarding the possible leak was provided. The express fluid warmer meets requirements for electrical and safety standards as outlined in the user guide. The user guide warns that the express fluid warmer must be plugged into the ac power accessory outlet on the back of the nxstage system one cycler and that the power interconnect cord must be inspected before each use. It states that proper electrical hookup in full compliance with all applicable codes and device specifications must be maintained. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on february 19, 2017 from a (B)(6) male patient that the express fluid warmer (efw) caught fire in his recreational vehicle (rv). The efw was removed from use and the patient stated that he continued treating until he felt too cold to continue. Treatment was completed 15 minutes earlier than expected.